Manufacturer narrative:
Although it has been indicated that no sample will be returned to angiodynamics for evaluation, the investigation into this event is on-going, with angiodynamics attempting to obtain additional event details from the end user hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, when attempting to remove a port which had been implanted on (B)(6) 2016, the catheter had become brittle, difficult to remove, and fractured. Angiodynamics is attempting to obtain additional details of this event.

Manufacturer narrative:
No device history records review was conducted since there was no reported lot #. A shipping history lot review was also not performed since item # is unknown. The june 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured. " no adverse trend was identified. Despite multiple good faith efforts on the part of angiodynamics to obtain additional information regarding the event, none was obtained. Without receiving a device for evaluation, the complaint is unable to be confirmed, and the root cause unable to be determined. The directions for use provided with the smart port contain guidance on port placement, maintenance, and removal. Potential complications such as catheter fragmentation and catheter pinch-off are reviewed. (B)(4).